Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) was dissatisfied and stated that the ms pump takes too long to inflate. The medical staff tested the ms pump and determined that it was cycling properly. However, the ms pump was replaced with a new tenacio pump. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100695240. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4).